Event description:
No adverse event [no adverse event]. Do not stay on...come off - oral-b [device breakage]. Loose - oral-b [device connection issue]. Case narrative: adult consumer via phone stated that the oral-b toothbrush heads do not stay on the oral-b genius x limited toothbrush. They were all loose and came off. No injury was reported.

Manufacturer narrative:
On 25-may-2023: product investigation results: complained product received user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
No adverse event [no adverse event]. Do not stay on...come off - oral-b [device breakage]. Loose - oral-b [device connection issue]. Case narrative: adult consumer via phone stated that the oral-b toothbrush heads do not stay on the oral-b genius x limited toothbrush. They were all loose and came off. No injury was reported.